Event description:
It was reported that an abscess occurred requiring intervention. The subject underwent index procedure on (B)(6) 2025 and was enrolled into the study on (B)(6) 2025. The target lesion was located in the splenic artery with a vessel diameter of 4 mm. The aneurysm was not bleeding. The location was distal near the hilum and not amenable for treatment with stent graft. It had two inflows measuring approximately 4 mm each which were targeted. Access was tortuous. Prior to the embolization with obsidio conformable embolic, one vessel was embolized with three non-boston scientific retractable coils to backstop the embolization in the distal portion of target location. In the other vessel only obsidio was used as flow was fairly stagnant. Aliquot technique was used for both. A total of approximately 0.5 ml (half of one syringe) of obsidio was used, it was estimated about 0.2 ml in the branch with coils and 0.3 ml in the other branch using a non-boston scientific microcatheter. It was noted that short gastrics did not fill in supply following embolization and only one small branch was left to supply the spleen. Post treatment with obsidio embolic, no other embolic agent was used. Patient was observed for about three days in the hospital and was given vaccines and antibiotics were given. On (B)(6) 2025, 35 days post index procedure, subject returned to another facility and was noted with splenic abscess. The patient remained admitted to the hospital since (B)(6) 2025. A percutaneous and a splenic abscess drain were placed. Post drain placement, subject received IV antibiotics.

Event description:
It was reported that an abscess occurred requiring intervention. The subject underwent index procedure on (B)(6) 2025 and was enrolled into the study on (B)(6) 2025. The target lesion was located in the splenic artery with a vessel diameter of 4 mm. The aneurysm was not bleeding. The location was distal near the hilum and not amenable for treatment with stent graft. It had two inflows measuring approximately 4 mm each which were targeted. Access was tortuous. Prior to the embolization with obsidio conformable embolic, one vessel was embolized with three non-boston scientific retractable coils to backstop the embolization in the distal portion of target location. In the other vessel only obsidio was used as flow was fairly stagnant. Aliquot technique was used for both. A total of approximately 0.5 ml (half of one syringe) of obsidio was used, it was estimated about 0.2 ml in the branch with coils and 0.3 ml in the other branch using a non-boston scientific microcatheter. It was noted that short gastrics did not fill in supply following embolization and only one small branch was left to supply the spleen. Post treatment with obsidio embolic, no other embolic agent was used. Patient was observed for about three days in the hospital and was given vaccines and antibiotics were given. On (B)(6) 2025, 35 days post index procedure, subject returned to another facility and was noted with splenic abscess. The patient remained admitted to the hospital since (B)(6) 2025. A percutaneous and a splenic abscess drain were placed. Post drain placement, subject received IV antibiotics. It was further reported that the feeding vessel number 1 of the splenic artery was embolized using a non-boston scientific microcatheter with 0.5 ml of obsidio conformable embolic using aliquot technique. The feeding vessel number 2 of the splenic artery was embolized using a non-boston scientific microcatheter with 0.3 ml of obsidio conformable embolic using aliquot technique. There were two branches to the spleen that were feeding the splenic aneurysm. On (B)(6) 2025, the subject was discharged home.